Event description:
An optometrist reported a case of uncontrolled dryness, observed three weeks post bilateral lasik treatment. Pt was noted have chronic dryness prior to treatment, secondary to sjogrens disease, and was on medication for it. Reporter stated that post surgery the pt was put on max medical therapy. This report references the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).